Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was not functioning properly. Customer stated that the display would fade out then come back after some time. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of the call was 237 mg/dl. The customer confirmed that the device had been exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on lcd board. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked case.